Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose. The customer¿s blood glucose was 500 mg/dl at the time of incident and thinks it is due to how she screwed on the reservoir last night at training. The customer reported that the piston was not hitting the reservoir. Customer reported that it was not caused by the insulin pump. Insulin pump is not expected to return for analysis.